Event description:
The customer obtained non-reproducible higher than expected vitros tropi es result from for multiple patient samples collected from two different patients, processed on a vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros tropi es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. A definitive root cause could not be determined, however, the event is most likely instrument related. An ocd field engineer replaced the incubator well shuttle motor and performed required adjustments to the eciq incubator subsystem. Following this action, acceptable vitros tropi es performance was observed.